Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarms not working-will work for a couple of moments but then shut off and not work (low pressure alarm and the cycle alarm). They are not sure when the issue discovered. They are not sure if the unit was dropped. There was unknown patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
D4 - primary UDI number; corrected. H3 and h6. Codes: updated. One device was received for evaluation. The reported problem was confirmed. The alarms were not working as intended. The cause was a faulty gas supply indicator. Replaced the gas supply indicator to fix the alarms and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.